Event description:
It was reported that during an open cystectomy procedure, the surgeon was using the device for the procedure and it worked well for at least 40 minutes, at which point the jaws then became difficult to open and was not functioning corrected. It was replaced with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller and ring detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized, but due to the returned condition and the upper jaw not closing completely) complete functional testing with the generator could not occur. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.